Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that they lost their insulin pump. Customer's blood glucose level was 544 mg/dl. Customer advised they were running errands when they realized they do not have the insulin pump. Customer has been treating themselves with manual syringes. Customer was advised that a replacement pump would be sent out.